Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Interventional physician inflated balloon to 30 atm in attempt to rupture balloon, then disconnected and reconnected inflation device. Balloon deflated. No vital signs changes during this event. Patient did not complain of pain or discomfort. Pci successfully completed. Patient transferred to ccu by rn and doctor with no issues. Device saved to be examined. What was the original intended procedure? : cardiac catheterization. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do; no additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Attachment: (B)(4).

Event description:
It was reported that the 3.25 x 15 mm nc trek was advanced to the stented, mid left anterior descending (lad) coronary artery and inflated to 16 atmospheres (atms) for four seconds and deflated normally. Another balloon was inflated at the bifurcation lesion in the diagonal artery for kissing technique to open up the lad stent strut. The nc trek was inflated a second time, but when the pressure reached 6 atms, it jumped to 18 atms, then it went back down to 12 atms all without the user changing the pressure on the inflation device. From 12 atms, the user was able to inflate the nc trek to 14 atms, but than it failed to deflate. Negative was held for 10 seconds. Troubleshooting steps were performed but were not successful. The user decided to try to deliberately rupture the nc trek by inflating it to 30 atms of pressure, but the nc trek did not rupture. After the 30 atms of pressure, the nc trek deflated normally and was removed from the anatomy. The patient's blood pressure dropped to 80 mm hg when the pressure had reached 30 atms, but the blood pressure stabilized after the nc trek deflated. The nc trek remained inflated for approximately 135 seconds total since the second inflation. No additional intervention was given and the patient is stable and doing well. There was no additional information provided. User facility medwatch report received that states, patient admitted as st-elevation myocardial infarction (stem!) From ER for a left heart catheterization and possible intervention. Nc trek balloon inflated by interventional physician and did not deflate. Event happened early in the morning. Balloon stayed inflated for 107 seconds at 14 atm to mid lad lesion.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no other incidents from this lot. The reported patient effect of hypotension is listed in the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU), as a known patient effect. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.